Event description:
It was reported that the manufacturer's sales representative was receiving an "unable to open port" message upon attempting to interrogate her demo generator. Troubleshooting was unable to resolve the issue. The suspect device has not been received by the manufacturer for analysis to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The usb to db9 serial adapter cable was received by the manufacturer for analysis. The analysis was completed and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable circuit board, no further anomalies were identified.

Manufacturer narrative:
(B)(4).